Event description:
I am a type 1 diabetic, being diagnosed over 35 years ago. I used the medtronic paradigm 712 pump in conjunction with the bd paradigm link glucose monitor. For several months now, I have been getting erroneous meter readings. I have contacted becton dickison-bd on several occasions and they in turn have replaced the strips and asked for the defective strips to be returned. This last episode resulted in a reading of 170+ when in fact the actual blood sugar read -after changing strips- was 70. Bd had replaced the meter but the strips are the real problem. I have a very difficult time trusting the results from all of the past experience with bd. The last contact I had with the manager at bd was terrible. She indicated that the problem was me.